Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and anterior/posterior colporrhaphy; due to pop and sui. It was reported that following insertion the patient experienced pain, infection, and urinary problems. It was reported that the patient underwent cholecystectomy in 2009. (B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary tract infection.